Event description:
Healthcare professional reported "intramammary lymph node" confirmed via ultrasound. Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of no complaint against the device was received on february 05, 2025, with lot number 3559471. No observations are performed for the complaint as the event is no complaint against the device. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "intramammary lymph node" confirmed via ultrasound. Record is for right side. Device remains implanted.

Event description:
Healthcare professional reported "intramammary lymph node" confirmed via ultrasound. Record is for right side. Device has been explanted.